Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 103 mg/dl and the sensor glucose was 40mg/dl at the time of the incident. The customer reported that he put in a new sensor last night midnight. Customer states he went low customer states he thinks he was in the fifties last night. The sensor glucose was 170 at then the blood glucose was 439mg/dl. Patient's blood glucose at time of incident as 439 mg/dl. Patient's current blood glucose is 101 mg/dl. The customer treated with syringe for the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. Customer declined to perform the high pressure test. The customer also stated he had a low blood glucose. Patient's blood glucose at this time of incident was unknown. Patient's current blood glucose was 101 mg/dl. Patient has treated with food. Insulin delivery was suspended due to sensor glucose value of 40. Threshold suspend limit in sensor settings was 68. The insulin pump and sensor will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. Unit was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 values properly on display graph. The sensor feature working properly. No unexpected suspend low anomalies noted. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2018.